Event description:
It was reported that a patient presented to the emergency room due to syncope. Device interrogation revealed polymorphic ventricular tachycardia preceded by undersensing on the pacemaker (pm). The physician suspects inappropriate pacing caused the arrhythmia. Programming changes were performed to resolve the sensing issue; the physician elected to implant an implantable cardioverter defibrillator on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.